Manufacturer narrative:
(B)(4). Review of CT¿s from 6 years post-implant revealed that an talent bifurcate with aneurx limbs were implanted in the patient. The bifurcate was positioned 3cm below the renal arteries within the tortuous aortic neck near the top of the sac. The proximal neck flow lumen diameter at the renals was 30mm, and the bifurcate proximal od measured 28mm. Although there was lack of any proximal seal no clear proximal type I endoleak was visible; however, it is possible that the aaa may have been pressurized. The aortic body was angulated 60 deg r-l relative to the infrarenal neck and >90 deg l-r relative to the origin of the iliac limbs. There was little a-p angulation seen. The max diameter aaa measured 7cm. The talent ipsi limb and aneurx extension were positioned into the right common iliac artery, and the aneurx contra limb was within the left common iliac. No distal type I endoleaks were observed. The right common iliac artery was aneurysmal at 3.8cm diameter, and there was contrast seen around the distal end of the aneurx right limb which measured 25mm in diameter. The distal end of the left aneurx limb was also unopposed to the iliac artery. The stent graft od measured 22mm and the iliac artery measured 27mm at that location. Both limbs were patent and no other stent graft issues were seen. Review of CT¿s from 7 years post-talent implant and from a single still angio image, 1 year after the cuff implant, revealed that an endurant aortic cuff was seen positioned just below the renal arteries, overlapping the talent bifurcate by 1cm. The proximal cuff od measured 33mm. The max diameter aaa measured 7.7cm and there was a small amount of contrast seen from an unknown endoleak along the right side of the bifurcate; below the overlapping cuff. This may have been a type iii junctional or fabric endoleak. No distal type I endoleaks were observed. The right common iliac artery was aneurysmal at 3.0cm diameter, and since the previous study an iliac limb had been placed inside the right limbs extending into the right external iliac artery, and the right internal had been coiled. The distal end of the left aneurx limb was unopposed to the iliac artery. The stent graft od measured 21mm and the iliac artery measured 28mm at that location. Both limbs were patent and vessels distal to the stent graft limbs were patent. The left external ranged from 8 -9mm in diameter and was calcified. No other stent graft issues were seen. The exact cause of the events could not be determined from the films provided. The cause of the talent bifurcate migration could not be determined. Pre-implant anatomy and recent post-implant images were not available for review and comparison. It is possible that disease progression with neck dilatation and angulated neck may have contributed. The cause of reported lack of seal on left common iliac artery and type iii separation endoleak could not be determined. Films during this intervention were not provided. This may have been caused by disease progression and insufficient cuff overlap at implant. Aneurysm morphology changes and neck angulation may have also contributed. Images during and post-intervention of the recent aortic cuff implant to resolve the type iii separation, and the iliac limb implant to improve the left iliac seal were not available for review. The reported cuff positioning difficulties via the left side were likely due to vessel and stent graft tortuosity.

Event description:
A talent/endurant stent graft system was implanted in a patient for the endovascular treatment of an 8cm in diameter abdominal aortic aneurysm. It was reported that on a routine CT follow up a small type iii separation endoleak was observed between the existing talent bifurcate and endurant 36 cuff. The CT revealed a short overlap however; this was not replicated on the angiogram. In addition, there is no seal on left common iliac artery, however no endoleak was seen. The aneurysm sac has enlarged from 7.6 to 8.0. The physician assessed the event as related to disease progression and insufficient overlap. An intervention was performed and an endurant 36 cuff was implanted from the patient's right side. Good overlap was seen. A 24x24x82 was deployed in the aneurysmal distal segment on the left common iliac above left hypo for about 2cm of additional seal. No additional clinical sequelae were reported and the patient is fine.